Event description:
It was reported that a patient participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with a tplif spacer at levels l4 l5, l5 s1 with pedicle screws at l2, l3, l4, l5 and s1. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for zero months. Surgery date was (B)(6) 2006 and postoperatively patient experienced dural tear, requiring suture/ tisseal glue. This report is on the screw head at l2. This is 24 of 32 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.